Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Unable to verify charge/battery alert and unexpected battery power loss alarm due to blank display noted. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm. Customer's blood glucose value was 113 mg/dl at the time of the incident and other blood glucose value was 315 mg/dl. The customer was assisted with troubleshooting. The customer stated that this was the second occurrence of replace battery now alarm in less than 8 hours of low battery alert. The customer stated that they did receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery cap was not loose, cracked or damaged. The device will return for analysis.